Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion global customer support tech support specialist provided the user facility with a printout of the suctioning guidelines described in the operator¿s manual and discussed the setting of the max paw alarm to ensure the proper functioning of the <20% set max paw alarm. This issue was not a device malfunction.

Event description:
The following description of the event was received via an email from carefusion (B)(4)on (B)(6) 2014. Carefusion (B)(4) contacted carefusion USA to report that this unit stops oscillating without giving any alarm. The problem only occurs during a suction maneuver. The lower alarm limit is set to 2cmh2o and the upper alarm limit is set to 34cmh2o. The map level during ventilation is @12cmh2o. The map is lower during suction maneuver but not below 2 cmh2o. The map level is unstable. The unit might be working fine because it shuts off @7cmh2o (lower 20% of set max paw) but the customer says the unit did not alarm. The patient was placed on a different vent and there was no harm to the patient.